Event description:
The patient stopped wearing their device a year ago as they stated it never really worked for them. Attempts were made to change the transmitter assembly programs without success. However, they reported pain and feeling a shocking sensation without wearing the device. The patient would like an explant procedure although a date has not been scheduled. The transmitter assemblies were discarded and are not available for investigation.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, x-rays were performed which confirmed migration. However, the cause of the migration is unknown. The stimulator is used to treat pain. The cause of the reported issue is due to migration. However, the investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.